Manufacturer narrative:
The device was returned and the evaluation found that the left rear castor broke off, the left front castor rotated unsmoothly, the right rear castor was tilted and there was an abnormal sound from the right front castor when rotating. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the workstation had a broken castor. There were no reports of patient harm.

Manufacturer narrative:
Updated: h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the broken left castor issue was found to be the result of metal fatigue of the castor mounting spigot and is known to develop over an extended time period. Additionally, the unit was found to be working outside of it's intended design life expectancy by 3 years with no maintenance history reported. Olympus will continue to monitor field performance for this device.